Manufacturer narrative:
Evaluation completed. One opened 23ga vit cutters was returned in a plastic zip lock bag with a bl5623 pouch from lot v5101. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not retract from the port window, causing it to be block. The cutter cannot cut or aspirate. Report 1 of 5 see 1920664-2015-00208, 00209, 00210, 00211.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 5, see 1920664-2015-00208,00209,00210, and 00211.

Event description:
The user facility in korea reported. The vitrectomy cutter's function wasn't working properly. There was no patient impact or medical intervention required.